Event description:
The account alleges that while raising the device to transfer a pt onto the bed, it had unintentional movement, then began to smoke, caused by fluid ingress in the high voltage board. No injuries were reported.

Manufacturer narrative:
The account reports that the device was removed from service and placed in storage. No info has been provided to hill-rom pertaining to the repair of this device. As of this report, hill-rom has not received word that this issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.